Event description:
During a coil embolization of an unk target lesion a large resistance/friction was felt when the trufill dcs orbit (B)(4) was inserted into the unk transit microcatheter. Although it was difficult to remove the orbit from the microcatheter, it was eventually removed and was again inserted into the microcatheter. However, it did not advance any further and was then removed from the pt as a unit with the microcatheter. After removal, there were no damages on the orbit delivery system or coil and no damages on the microcatheter. Another unk product was used and the procedure was completed successfully without injury to the pt. There was no vessel calcification or vessel tortuosity; there is no info regarding presence of stenosis. All products were new without damage and were prepped according to the IFU. During insertion of the coil, the introducer was seated correctly in the microcatheter hub and secured to prevent movement. A continuous flush was maintained through the microcatheter at all times. There is no further info available.

Manufacturer narrative:
The products are not available for analysis and the product code and lot number of the transit microcatheter are not known; therefore, a device history record review cannot be completed. Based on the available procedural info and without the return of the involved devices, no conclusion can be made regarding possible factors contributing to the event. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2009-00243.